Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.